Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01755prior importer MDR report reference was inadvertently included in section h9 instead of f2. This MDR has been sent as a correction to include importer MDR reference number in the proper field of section f2.

Event description:
It is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2013. The patient alleges to have been injured without further explanation. Hospital and medical records have been requested but not yet provided.